Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. No number ramping anomaly was noted on the display.

Event description:
It was reported that the customer's bolus entry kept scrolling up and could not stop it. Customer stated having a similar problem a week ago prior to call. Customer's blood glucose was 76 mg/dl. Customer stated the keypad would scroll up and would not stop. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.